Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "inflammation fluid" and "inflammation nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inflammation fluid" and "inflammation nodes".

Event description:
Healthcare professional reported ""left implant is normal, inflammation fluid around the left" and "inflammation nodes." Device has been explanted.